Event description:
The account reported the left head brake caster will not hold. The bed was located in the facility's warehouse. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the left head brake caster is damaged, the housing is cracked and is unable to engage. The technician believes this damage happened during transport. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the left head brake caster to resolve the issue. Based on this info, no further action is required.